Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received pump error. The customer¿s blood glucose level was 275 mg/dl at the time of incident .troubleshooting was performed. The customer reported that they were unable to rewind the insulin pump. The insulin pump was returned for the analysis.

Manufacturer narrative:
Unit passed selftest. No pump error 37 alarms noted during testing. Unexpected pump error 41 during rewind due to moisture damage on motor home switch a constant pump error 53 alarms during rewind due to moisture damage on all electronic assemblies. Constant replace battery alerts after second battery insertion due to moisture damage on all electronic assemblies. Unit received with corroded battery tube.